Event description:
The pt received her ipg on (B)(6) 2009. It was reported the pt no longer received stimulation from her ipg. The charger and programmer no longer communicate with the ipg. A second charger was used, but was unsuccessful. The pt will undergo surgical intervention on a later date to resolve the issue. Attempt to gather add'l info was unsuccessful. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.